Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. Additional info could not be requested because there was no contact/f/u info provided. (B) (4). (B) (4).

Event description:
A medwatch was received. A consumer, who is a healthcare professional, reported that following bilateral intraocular lens (iol) implant surgery, he experienced light reflection in the pattern of a starburst with a central light distortion which increased light intensity. The consumer also noted a discoloration of blue such as the sky and changes in other surface colors. The iol was exchanged ten months following the original iol implant procedure. The consumer reported the results from the exchange are acceptable. Additional info could not be requested because there was no contact/f/u info provided. There are two medical device reports associated with this event. This report is for the right eye.